Event description:
It was reported that during a standard balloon angiogram/angioplasty on a cryovein graft dialysis access in the left upper arm, the pta balloon broke at the venous anastamosis with minimum pressure applied. Reportedly, the balloon ruptured horizontally and a piece of the balloon detached; however, the detached piece was retrieved with a snare after multiple attempts. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned. Based on the sample condition, the investigation is confirmed for a detached balloon tip and a complete circumferential rupture. It is likely that the balloon rupture contributed to the balloon tip detachment. Per the complaint comments, a hand syringe was used during the event. It is possible that the use of the syringe contributed to the event. However, the definitive root cause is unk. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.